Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed and all atrial tachycardia/atrial fibrillation therapies were disabled as a result. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.